Event description:
A malfunction was reported by the customer, with a malfunction code displayed as malf 0. There was no reported adverse impact to the customer¿s blood glucose level as the relevant information is unknown or was not provided. Technical support assisted the customer by providing information on how to reset the pump, and after resetting, the malfunction code did not recur. The customer was informed to continue using the pump and to contact support if the issue reappeared.